Event description:
The following has been reported: biomed reported: "cleaned the av (actuator valve) pins and loading guides. While testing the pump there was no problems. Biomed searched though the history log and found that there was pump problems on the following dates and times: april 10 at 11:03,11:06. Battery health checked. The battery health is 53, replaced and then charged the batteries. Pump started flashing red light for special needed screen become dark grey. While I was testing the pump there was no problem. " patient harm: unknown a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.